Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, dob and weight not provided by reporter. Unkown when device malfunctioned or when non-union started. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). The reported event requires medical/surgical intervention to preclude permanent damage to a body structure. It was reported that this patient had not healed from the previous surgery. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 17 november 2011, 441.188 / 2767349. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a (B)(6) male patient had a surgery on (B)(6) 2011 and screws and plates were implanted. The patient was discharged on (B)(6) 2011. The patient sued the hospital on (B)(6) 2016 because he complained his left humerus was is still not healed well. Devices still implanted. This complaint involves 3 parts. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had reported post-operative pain. The patient outcome was reported as recovered after the revision. This complaint is to capture the patient's post-operative pain. This complaint is linked complaint (B)(4) for another post-operative complaint event.